Event description:
It was reported that transmitter not working occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A nordic bluetooth pairing test was performed and failed. A review of the share log was performed and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a transmitter not working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.